Event description:
It was reported that a "resume insulin" alarm occurred inappropriately on multiple occasions. The customer's blood glucose (bg) level was displayed as "high"; however, no specific value was provided. Customer administered a manual injection to address bg. Reportedly; the customer reverted to an alternate method of insulin therapy.